Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated the he was trying to change out his reservoir but his escape button does not work. The patient was asked if he recalls any significant events leadting to the keypad issues and said no. The customer was advised that the insulin pump need to be replaced. The patient was advised to revert to back up plan per health care provider instruction.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was also received with cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.